Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years and 6 months post implant of this bioprosthetic valve, a transcatheter valve was implanted valve-in-valve. The reason for the intervention was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that a transcatheter valve was implanted valve-in-valve due to stenosis of the bioprosthetic valve. If information is provided in the future, a supplemental report will be issued.